Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('there was never any visualization of the essure device'), menorrhagia ('abnormal bleeding (menorrhagia)') and spinal operation ('back surgery') in a 42-year-old female patient who had essure (batch no. 625898-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for allergy: penicillin and codeine. Concurrent conditions included body mass index normal, vaginal inflammation and uterine fibroids. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2007 to (B)(6) 2008 for contraception, olmesartan medoxomil (benicar) since (B)(6) 2011 for hypertension as well as acetylsalicylic acid;methocarbamol (B)(6) 2017 to (B)(6) 2017, hydrochlorothiazide;olmesartan medoxomil (benicar hct) since (B)(6) 2017, paracetamol (acetaminophen) since (B)(6) 2007 and tramadol hydrochloride (tramadol hcl cf) (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain ("severe pelvic pain/pain: pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2008, the patient experienced depression ("psychological or psychaitric problem-condition: depression"), anxiety ("psychological or psychaitric problem-condition: mental anguish"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2008, the patient experienced cystitis ("infection: bladder /urinary tract/vaginal"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient underwent spinal operation (seriousness criterion medically significant) and experienced pain in extremity ("pain: leg pain/ left leg pain") and back pain ("pain: lower back"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced bladder disorder ("bladder problems or urinary problem or changes") and urinary tract disorder ("bladder problems or urinary problem or changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("uterine hemorrhaging") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (robotic hysterectomy and bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, cystitis, bladder disorder, urinary tract disorder and weight increased outcome was unknown and the menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, spinal operation, pain in extremity and back pain had not resolved. The reporter considered anxiety, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, spinal operation, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight 132 lbs. Treatment received for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Batch number-625898-not valid concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-mar-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('there was never any visualization of the essure device'), menorrhagia ('abnormal bleeding (menorrhagia)') and spinal operation ('back surgery') in a (B)(6)-year-old female patient who had essure (batch no. 625898-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for allergy: penicillin and codeine. Concurrent conditions included body mass index normal, vaginal inflammation and uterine fibroids. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2007 to (B)(6) 2008 for contraception, olmesartan medoxomil (benicar) since (B)(6) 2011 for hypertension as well as acetylsalicylic acid;methocarbamol (B)(6) 2017 to (B)(6) 2017, hydrochlorothiazide;olmesartan medoxomil (benicar hct) since (B)(6) 2017, paracetamol (acetaminophen) since (B)(6) 2007 and tramadol hydrochloride (tramadol hcl cf) (B)(6) 2017 to (B)(6) 2017. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2007, the patient experienced pelvic pain ("severe pelvic pain/pain: pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problem-condition: depression"), anxiety ("psychological or psychiatric problem-condition: mental anguish"), migraine ("migraines"), headache ("headaches") and nausea ("nausea"). In (B)(6) 2008, the patient experienced cystitis ("infection: bladder /urinary tract/vaginal"). On (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2008, the patient underwent spinal operation (seriousness criterion medically significant) and experienced pain in extremity ("pain: leg pain/ left leg pain") and back pain ("pain: lower back"). On (B)(6) 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2009, the patient experienced bladder disorder ("bladder problems or urinary problem or changes") and urinary tract disorder ("bladder problems or urinary problem or changes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("uterine hemorrhaging") and vaginal discharge ("vaginal discharge") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (robotic hysterectomy and bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, cystitis, bladder disorder, urinary tract disorder and weight increased outcome was unknown and the menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage, depression, anxiety, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, weight decreased, spinal operation, pain in extremity and back pain had not resolved. The reporter considered anxiety, back pain, bladder disorder, cystitis, depression, device dislocation, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pain in extremity, pelvic pain, spinal operation, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: current weight (B)(6). Treatment received for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Batch number-625898-not valid. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2021: medical record received. Event added: there was never any visualization of the essure device. Case became serious incident as removal was done. Event uterine haemorrhage was updated to non serious. Reporters information and medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.